Event description:
It was reported that 1 bd pn relion 32g x 4mm was unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported needle clog during injection. Date of event: unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. H6: investigation summary: customer returned (5) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle clogged during the injection. All returned pen needles were tested and all were able to expel properly without any observed defects. Lot# 0136698 DHR was reviewed and no qn found. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed and this is the 1st related complaint for needle clog on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pn relion 32g x 4mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported needle clog during injection. Date of event : unknown, samples : available.